Manufacturer narrative:
This report is submitted on 28 may 2021.

Manufacturer narrative:
This report is submtted on 17 february 2021.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in explant of the device (date not reported).